Manufacturer narrative:
Additional pro code: hrs, jds. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history records have been reviewed and the lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one (1) cortex screw self-tapping was received with nothing in the package. The package was sealed upon receipt. There was no patient involvement. This complaint involves one (1) cortex screw self-tapping. This is report 1 of 1 for (B)(4).